Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test. Pump received with normal operating currents. Pump passed the self test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 400 mg/dl. Troubleshooting found that the drive support cap was normal. As well as the pump settings. The pump passed the high pressure test on the second try. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Customer was advised that the device would be replaced and to return the product for analysis.